Event description:
Explant of graft following increase in aneurysm. It was reported that the ancure was explanted following an increase in the aneurysm. Initially after CT scan the aneurysm was 5.0cm which was an increase from pt's last exam. In 2005 the ancure was explatned due to the aneurysm increased from a 5.8cm to 6.5cm at the 6-month exam. No endoleak was found; however, the physician elected for open repair and explant of the ancure. The pt is stable. No additional info was available.